Event description:
We have received an enuresis alarm today which is defective. The alarm overheats when I put in the batteries and shows no sign of cooling down. The backside temperature is in excess of 150f. This is potentially dangerous if it comes in contact with a child's skin. My daughter's dr has prescribed this particular alarm for her treatment. It is clear that the alarm is dangerous and can burn skin.